Event description:
It was reported that during a code and after exam at the hospital, the pt was observed to have ten broken ribs. It was reported that manual CPR was performed prior to using the autopulse. Add'l info was received on (B)(4), 2013 from (B)(6). He indicated that it is unk if the fractures were sustained by manual CPR or the autopulse. Based on the time, the call was received to the time they had pt contact, manual CPR was performed for approx 12 to 14 minutes. CPR was performed by nursing home staff and the rate of compressions was not known. The autopulse was used from for approx 20 minutes of use. Review of the pt chart did not indicate that he had osteoporosis. The pt was on numerous medications. The (B)(6) reported that the x-ray that the hospital showed was very difficult to see. He indicated that there were enough fractures that it created a flail segment.

Manufacturer narrative:
Zoll medical corporation has received the product and will provide a supplemental report when our investigation is complete.